Event description:
In an article titled "pulmonary cement embolization after kyphoplasty: a case report and review of the literature", the following was reported: the pt underwent a kyphoplasty procedure. On postoperative day 34, the pt presented to the emergency room with 6 days of shortness of breath symptoms with a productive cough. The pt's diagnosis: exacerbation of chronic obstructive pulmonary disease and congestive heart failure. Chest x-ray revealed evidence of radiopaque material in both lungs. A computed tomography angiogram scan of the chest was performed. Diagnosis: multiple cement emboli within the right main pulmonary artery, several lobar and segmental branches in the right middle lobe, right upper lobar pulmonary artery, and several sub-segmental branches of the left anterior upper lobe. Because no interval significant change in the pt's pulmonary or cardiac function tests was observed, conservative management was recommended. No additional info was reported.

Manufacturer narrative:
Report source: article titled "pulmonary cement embolization after kyphoplasty: a case report and review of the literature", by kristen e. Radcliff, md, charles a. Reitman, md, lawrence a. Delasotta, md, joseph hong, bs, timothy diiorio, md, james zaslavsky, do, alexander r. Vaccaro, md, phd, john a. Hipp, phd. Method - device not returned; followed up with author.